Event description:
The user's hearing performance with the device is affected since august / september 2022. In situ testing showed affected channels. Re-implantation is being discussed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device had been affected since (B)(6) 2022. In situ testing showed affected channels. The user was reimplanted on (B)(6) 2022.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.